Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Implant/explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -02.00/+6.0/104 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2021. The lens was reported as lens rotation not associated to a low vault. The patient experienced a refractive surprise. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional data: b5: the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -2.0/6.0/104 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2021. The patient experienced lens rotation not associated with a low vault and refractive surprise. The lens was repositioned on (B)(6) 2021 but this did not resolve the problem. On the same day the lens was explanted and the problem was resolved. Status of the eye: "quiet eye". Reportedly "no, a new implant is not planned. Now she is using her spectacles; her eyes are in perfect conditions; epithelium, cornea and cristalline lens are ok)."the cause of the event was "other". Cause details: "lens misalignment". Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Lens returned damaged. Visual inspection found optic torn/deformed and haptic broken/bent/deformed. Due to damaged state of lens, unable to perform lens inspection (dimensional/ refractive). Claim#(B)(4).

Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2021. The lens was repositioned on (B)(6) 2021 but the problem was not resolved, so the lens was explanted. The problem was resolved. The patient is using her spectacles and her eyes are in perfect condition. Claim # (B)(4).